Manufacturer narrative:
The explanted products were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete. The returned electrode was thoroughly inspected and analyzed upon receipt. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Analysis did not identify any device or electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The patient was seen in the clinic for troubleshooting. No noise could be produced with patient movements, isometrics, and posture changes. X-rays were performed showing good system placement. Technical services reviewed the device data and episodes. The noise was non-cardiac in appearance and a high resolution x-ray was recommended to evaluate the terminal pin to device connection. Additional efforts to recreate noise, such as pocket manipulation and tapping on the sense b node were suggested. It was noted that the first inappropriate shock was delivered in the alternate vector and a second inappropriate shock was delivered nine days later while programmed in the primary vector. Technical services discussed that the secondary vector does not include the sense b node; however, the r-wave amplitudes in secondary were less than 1mv and may not be suitable. A system revision was being considered. No adverse patient effects were reported. The device and electrode were explanted the following day and replaced with a transvenous ICD system.

Manufacturer narrative:
The explanted products were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The patient was seen in the clinic for troubleshooting. No noise could be produced with patient movements, isometrics, and posture changes. X-rays were performed showing good system placement. Technical services reviewed the device data and episodes. The noise was non-cardiac in appearance and a high resolution x-ray was recommended to evaluate the terminal pin to device connection. Additional efforts to recreate noise, such as pocket manipulation and tapping on the sense b node were suggested. It was noted that the first inappropriate shock was delivered in the alternate vector and a second inappropriate shock was delivered nine days later while programmed in the primary vector. Technical services discussed that the secondary vector does not include the sense b node; however, the r-wave amplitudes in secondary were less than 1mv and may not be suitable. A system revision was being considered. No adverse patient effects were reported. The device and electrode were explanted the following day and replaced with a transvenous ICD system.